Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that bubbles in tubing occurred. A intellamap orion was selected for a procedure. However during purging the orion catheter, small bubbles were noticed right after the connection between the tubing set and the orion irrigation tube, on the catheter side.